Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. There was no on-site evaluation from the manufacturer - this issue was addressed by the facility biomedical technician, who was unable to confirm the reported event.. The facility biomedical technician was unable to confirm the reported event, and determined that there was nothing wrong with the device - no repair was deemed necessary. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved.

Event description:
The customer reported a ventilator with low tidal volume. No patient involvement.